Event description:
On june 13, 2008, the lay-user/patient from france contacted lifescan alleging the one touch ultra 2 meter was reading inaccurately high. On the day before at 8:10 am, the patient woke up reportedly feeling weak and tired. He tested his blood sugar on the one touch ultra 2 meter and allegedly obtained a result of 316 mg/dl. He injected 5 units of novorapid insulin at that time and went back to sleep for 15 minutes. Then he felt weak, trembling, and sweating at around 9 am and tested on his other meter and obtained a result of 44 mg/dl. He ate toast and felt better about 40 minutes later. At 11 am, he tested again with his ultra 2 meter and reportedly obtained a result of 73 mg/dl. He ran some comparison tests with his other meter on the morning of original date and some results on his meter were much higher than those of the other meter. For example, at 8:58 am, the patient reportedly obtained 347 mg/dl on his meter and 103 mg/dl on his other meter. Based on statistical criteria, the difference between these readings exceeds the expected value of <=30%. The patient provided some sample results from his other meter on a day in early june and stated the sample results are normal for him. There were 7 results that day that ranged from 86 to 217 mg/dl. The patient states his diabetes is stable and he is accustomed to following a normal diet regimen. He stated he had not done anything unusual the day before he felt symptoms that may have attributed to the symptoms. The patient is on an insulin pump that injects 120 units every 24 hours. He injects a bolus dose when he eats certain foods and injects either 3 or 5 units of novorapid when his result is above 190 mg/dl. The patient tests his blood sugar at least 6 times per day. It was determined during the troubleshooting telephone call, the patient's testing technique was correct. The test strips were within expiration dating and in good condition. The meter was set to the correct unit of measure and calibration code number. A quality control test was performed with passing results. This complaint is being reported because the patient alleged he obtained an inaccurate high reading, injected additional insulin based on the reading, and experienced symptoms indicative of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.